Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg around (B)(6) 2020. The ipg later lost the ability to communicate with external devices and the patient lost stimulation. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
Manufacturer report number 1 was listed as '1627487', however this device was manufactured at the location with the registration number of '(B)(4).

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg on (B)(6) 2020. This resolved the issue.